Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, and prior to the device evaluation, the olympus scope was sent to an independent laboratory for additional microbiological testing. The results are still pending. Multiple documented attempts were made to obtain the customer's cleaning, disinfecting, and sterilization processes. To-date, no response has been received from the customer. Once the investigation has been completed, a supplemental report will be submitted to include the results of the device evaluation.

Event description:
The customer reported to olympus that during routine testing, the evis exera lli gastrovideoscope tested positive for microbial contamination. The hygiene microbiological investigation report from the customer indicated that all channels of the scope were cultured. The operating channel tested positive for nine (9) colony forming units (cfu), comprised of five (5) cfus of mold, and an unidentified microorganism. The instrument channel tested positive for five (5) cfus of mold. The aspiration/air channel test positive for two (2) cfus of mold. The water-jet channel tested positive for three (3) cfus of mold. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for two (2) colony forming units of filamentous fungi. The microbiological quality was not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with water that was bacteriologically controlled. The device was reprocessed and a new sampling was performed. The operating channel and aspiration channel was tested and the microbiological quality of channel was found to be satisfactory (less than one (1) cfu of micro organism). The air/water channel and water jet channel tested positive for one (1) cfu of staphylococcus coagulase negative. Overall, the results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
The device was returned and an inspection revealed, the light guide cover lens was cracked. Charge coupled device (ccd) cover lens was chipped. Bending section cover glue was worn out. Universal cord has a scratch. Biopsy channel has wear and tear. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.